Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of connection issues with a luer lock was received from the customer. No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 separate as lvp 20d 2ss cv sets spontaneously disconnected from their luer lock during use. The following information was provided by the initial reporter: "it was reported by 2 rns (one on night shift and one on day shift) that when connecting infusion set together the luer lock was spinning and disconnecting on it's own so it could not connect securely."